Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The root cause of this issue cannot be concluded. Probable causes can be as follows: failure to display the image but patient information is displayed on the screen the camera head was broken due to a strong impact caused by a customer¿s mishandling, leading to failure to display the image while the processor is connected to the monitor. The customer¿s mishandling might cause corrosion of or soil on the electrical contacts of the video connector or adhesion of foreign objects to the electrical contacts, leading to failure to display the image. Water might enter into the camera head due to some cause, leading to a short or corrosion in the electrical circuit. That could cause failure to display the image. Failure to display the image and no data or information such as patient information displayed on the screen. The processor or monitor could be damaged due to some cause, resulting in failure to display the image.

Manufacturer narrative:
Due diligence was executed for this event. The exact event date is not known. Event took place approximately six months ago. Supplemental report(s) will be filed if any relevant new information becomes available. The device has been returned and a device evaluation completed for it. The device manufactured date is not known at this time. The user¿s complaint was confirmed. Upon inspection, it was observed that the image intermittently cut in and out or flickered. This was caused to the shortage of the cable. No other issues were observed. In conclusion, the cause of the cable shortage could not be determined.

Event description:
As reported for this event, during an unknown procedure the device did not yield any image when plugged in. The procedure was completed with another similar device with minimal delay. The patient was under general anesthesia. There was no medical intervention required nor was there any adverse impact to the patient. The device was inspected before use and there were no anomalies found. The connections were secure. Light source test was done before procedure and passed. The device was not dropped in this event.